Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the intellivue x3 displayed a speaker malfunction error message. It is unknown if the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt was made to find out if the device still had audio but no additional information could be received. The device was returned for bench repair. Results of functional testing indicated that the reported malfunction could not be reproduced and the speaker was working and gave sound. No parts were replaced. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed the device was found operational to its specification with no failure identified and was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.